Event description:
The contracted lab tech inserted the butterfly needle into the patient's hand and began collecting blood into a blood culture collection bottle. When attempting to maneuver to change to a second blood culture bottle, the hub of the butterfly needle became intangled in the cord from the pulse oximeter monitor. The pulse oximeter was attached to the patient's finger on the same (right) hand. The needle was subsequently pulled out of the patient's hand and stuck and scratched the knuckle of the lab tech's index finger on her right hand.